Event description:
The customer was hospitalized for high bgs and dka. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a lead screw test asnd high-pressure test were completed and passed within specifications. Assisted customer with basal rates changes per md instructions.